Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on october 18, 2021, it was found that the coating of the insertion tube had been partially peeled off due to deterioration. It was also found that the tip cover had fallen off.there was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the coating of the insertion tube had been partially peeled off due to stress during use or external factors. As for the tip cover falling, because there was a deformation at the tip according to the inspection result by sorc, it was presumed that the part to be fixed was torn off since strong stress was applied.